Manufacturer narrative:
A new device was successfully implanted. To date, the explanted device has not been received at boston scientific. Upon receipt the device will undergo detailed laboratory analysis in an attempt to confirm and determine the root cause of this event.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was removed and replaced due to suspected premature battery depletion (pbd) . No adverse patient effects were reported.